Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device geometry failed as the table became floating and c arm was not moving even after multiple cold restarts. Analysis of system log file showed geometry and power related issues. Fse turned off the main power switch, the local ups and turned it back on after half a minute. After powering on, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device's geometry failed. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.